Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -2.50/6.0/168 (sphere/cylinder/axis) , implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault and loss of bcva; this explant resolved the problem. It was reported that the patient is doing fine after explantation.

Manufacturer narrative:
Corrected data: result code corrected to: "114" only in the supplemental MDR#2, previous code not applicable. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Unable to perform dimensional inspection since haptic is missing. (B)(4).

Manufacturer narrative:
Corrected data: "keratoconus" not included in the initial MDR. (B)(4).